Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic appendectomy, the surgeon was pulling the specimen in the bag and the bag broke. The surgeon lost the specimen. The surgeon went back in to remove the appendix and retrieved it with a laparoscopic grasper. There was no patient injury.